Manufacturer narrative:
The initial medical device report was submitted 2938836-2014-06522 lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that premature battery depletion was observed. Review of session records showed the battery voltage has been varying over the past six months. Device remains implanted and monitoring the patient was recommended. New information received notes that the device was explanted.